Event description:
It was reported that while in the cath lab md inserted the intra-aortic balloon (iab) via a sheath into the patient's left femoral artery. The pump alarmed "helium loss" and the staff checked the iab. There was no blood in the helium pathway and the iab was not kinked. It was noted by the perfusionist that the pressure coming from the iab lws appeared to be lower than it should be as compared with the other pressures; however, inflation looked good. The helium leak alarm continued and the decision was made to exchange the pump. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in intra-aortic balloon pump (iabp) therapy was for the time frame required to begin with the second pump. There were no reported patient complications and the patient outcome is ok. Reference MDR #1219856-2011-00414 for the first iab event and MDR #1219856-201-00415 for the second iab event involving the same patient.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.